Event description:
Per sales rep, during an interventional procedure, the multiple gold bands dislodged from catheter. There was no pt injury. The procedure being performed was an aortic aneurysm repair. The access site was introduced through the femoral artery and moved to the aorta. When the marker band dislodged, it stayed on the catheter and moved down distally. The catheter was removed in typical fashion through sheath.

Manufacturer narrative:
Please note that this device is available for testing and eval, but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.